Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was checked and the patient was told that both chambers were out of synchronization. Boston scientific technical services (ts) informed the patient that the records were kept by the facility. An attempt to obtain additional information from the field representative was unsuccessful. This pacemaker remains in service. No adverse patient effects were reported.